Manufacturer narrative:
Initial and final (B)(4) - MDR 3003442380-2024-07907- device 3 of 5.

Event description:
Unomedical reference number (B)(4). Event occurred in the united states. On 08-april-2024, it was reported by the patient that infusion set fell off due to which hyperglycemia occurs. High blood glucose level was 400 mg/dl. Event occurred on (B)(6)2024. Patient replaced infusion set and resumed insulin successfully. No further information was available.